Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument pin dislodged and jammed in the trocar. The customer contacted an intuitive surgical inc. (Isi) technical support engineer (tse) to report that they were unable to remove the instrument from the universal surgical manipulator (usm1). The customer tried to undock the trocar, but the instrument would not remove. The customer had to completely undock the usm1 from the patient. The customer placed the tse on mute and suddenly ended the call. The tse was unable to review the system logs because the system was not connected to the onsite. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: during inguinal hernia - unilateral, the prograsp forceps and trocar simultaneously was removed from the patient. Part of the instrument was cut in order to release and remove it from the trocar there was a 15 - 30 minute delay. The instrument is being returned. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a missing grip pin. The missing pin was not returned with the instrument. Root cause of this failure is attributed to manufacturing. A review of the site's complaint history showed that there were no other events related to this product. No image or video clip for the reported event was submitted for review. A review of the device logs for the prograsp forceps instrument (part# 471093-15/ lot # n10200727, sequence # (B)(4)) associated with this event has been performed. Per this review of the logs, the prograsp forceps instrument was last used on (B)(6) 2021 via system serial# (B)(4). There were 15 uses remaining after this last usage. This complaint is reportable due to the following conclusion: this instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.